Manufacturer narrative:
Per initial good faith effort (gfe) response received 11jun2024, the customer ordered the replacement base assembly, and upon receiving the new part, the customer performed the replacement. Resolution and disposition are pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the stand had a damaged caster. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the stand had a damaged caster. The customer already ordered a caster but may also need the base assembly. The remote service engineer (rse) provided the customer with the part number of the base assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response received on 02jul2024, the biomedical technician confirmed that the roll-cart is now working as designed and that the device has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.